Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. The fse reported that the pneumatic module assembly (d997-00-1178), drive manifold assembly (d104-00-0031) were replaced due to the failure. The 9v battery (d146-00-0146), and tidal volume disk (d202-00-0142) were replaced as part of the maintenance. The unit passed all functional and safety tests according to factory specifications and was returned to the customer for clinical use. The failure analysis and testing dept. Received part number 0997-00-1178 with a reported unit failure of the pim and drive manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Part passed all tests. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed pim check and drive manifold check. There was no patient involvement.